Manufacturer narrative:
On 13-sep-2023, the following additional information was obtained: the sureform 60 blue reload has been received and investigations completed. Failure analysis investigations found the reload was returned already fired. All pushers deployed and no unformed staples found. The blade was at the distal end and not exposed. Additionally, the reload was found to have mechanical indentation damage to the knife blade. The reload was found to have a damaged cartridge. The location of the damage is in the knife track with no missing material. The reload was found to have a lodged staple in the knife track. The sureform 60 stapler instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired, and unclamped without any issues both times. Additionally, signs of corrosion were found on the instrument bearing. Bearings found at the proximal end of the main tube exhibits orange discoloration. Corroded metal shavings were found stuck to the magnet. A common cause of this failure is attributed to transport/storage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the advanced stapler instrument log showed the stapler was installed on the system (usm 1) 7x and fired 7 reloads (1 green, 5 blue, 1 green, in that order). On all 7 installs, the first clamp was successful, and the firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. Looking at the 6th fire (blue reload), the max firing force recorded was 494n, however the firing was logged successfully and did not include pauses for compression. Max firing forces on all other installs were 193 n ¿ 420 n. Review of the system log was completed, and no related system errors were observed. Video provided by the customer for this event was reviewed and showed tissue being pushed out of the jaws during a firing with a blue reload. It appeared there was an inspection of the staple line performed post firing, but it was hard to visualize what was going on with the staples and tissue due to the blurriness of the video.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a tissue push event was observed. The issue occurred when the sureform 60 stapler installed with a blue reload on the 6th fire was used to cut the upper stomach. The tissue was observed to push in. The sureform 60 stapler worked but not properly because instead of stapling the tissues, it pushed the tissues forward during the firing process without stapling properly and without cutting between the rows of staples. Holes and gaps were observed in the staple line; new stapling positioned to the right of the patient was performed as an intervention. There was unplanned removal of 1cm of tissue from the patient as not to leave damaged tissue. The additional tissue removal resulted in an acceptable surgical outcome but not as originally intended. The surgeon continued to use the same sureform 60 stapler installed with a new green reload. The procedure was completed robotically. According to the surgeon, this event affected the patient¿s health by requiring watching for potential complications due to the risk of fistula or stenosis because new stapling made the tissue tighter. The patient did not experience any post-operative complications and is in good current condition. The sureform 60 stapler was inspected before use and no problem was observed before using the blue reload. The stapler had already been used during the procedure with other reloads and had worked very well. The surgeon had chosen a blue reload because it was the right staple size for the upper stomach. The tissue was not calcified nor exposed to radiation or chemotherapy. There was no tissue tension nor bunching. The event did not involve a failure to fire nor a partial fire. The stapler jaws did not open or release during the firing sequence. The reload did not have an exposed blade. Staples were not believed to have been missing from the staple line. The reload did not stick to tissue. No errors or messages were generated when the stapling problem occurred. The surgeon did not staple over an existing staple line, but rather at the end/behind a staple line. No buttress material was used. The surgeon did not encounter any clamping issues prior to firing the stapler reload. No bleeding was observed on the stapler line due to the stapler problem.